Manufacturer narrative:
The field service representative (fsr) replaced the suspect batteries and release testing was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The reported complaint was confirmed. During the laboratory evaluation, the batteries were received in severely discharged condition, indicative of improper maintenance. The low voltages indicate likely irreversible degradation of the batteries. No attempt to charge was made. Root cause trended to be "user error" as the user had not charged the unit for a long time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), he has another power tray being sent from another fsr's van stock and will replace it. The batteries have also been ordered. Unit was in storage and had not been used for over two years. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported by the field service representative (fsr) that during the notice of field correction (nfc), he noted that the batteries were dead on the perfusion system and an acceptance check could not be done on the unit. There was no patient involvement.